Manufacturer narrative:
The date received by manufacturer has been used for this field. Additional medical device type: fpa additional common device name: intravascular administration set bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6106967, medical device expiration date: 04/30/2018, device manufacture date: 04/29/2016.

Event description:
It was reported that a bd vacutainer® push button blood collection set had air bubbles appearing in the tube. No serious injury or medical intervention.